Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device failed the automatic readiness testing due to having the onestep base pediatric pads attached when the configuration of the device was set for CPR/mwp/complete pads to be used for the automatic readiness testing. The configuration for the automatic readiness test was updated to onestep base adult which will work with any self test set up. This is not a device malfunction and this report has been closed as device meets specification. Reports of this nature are not considered to meet our requirements for submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.